Manufacturer narrative:
On (B)(6) 2018, the customer called in as requested by customer service in a reply email to the customer. At that point, the customer indicated that she was using a competitor steamer to clean the breast pump parts. Replacement spare parts were sent to the customer. During follow up with a complaint handler on (B)(6) 2018, the customer alleged that she developed mastitis and was prescribed an antibiotic. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) via email that she was experiencing inconsistent suction with her freestyle breast pump. The customer also alleged that she must disassemble and reassemble the spare parts repeatedly to get them to work and it is causing her to develop clogged ducts from not being able to fully empty her breasts.

Manufacturer narrative:
The customer's parts and accessories were returned and evaluated with a medela lab pump on 05/30/2018 and the device failed suction and cycle specifications. It was identified that the parts and accessories were assembled incorrectly as received. The parts and accessories were then assembled correctly and re-evaluated and, again failed suction and cycle specifications. The parts were then re-evaluated for a third time after the back cap was replaced with a lab back cap, and the vacuum readings improved drastically, with only expression double max vacuum setting being slightly below specification. It was noted that the fit of the back cap to the connector was loose, likely the result of repeated improper assembly by the customer. The customer's report of low suction was confirmed. [(B)(4)].